Manufacturer narrative:
Device photo analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Observed fluids inside device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: delamination of the diaphragm flange disk and opening curved on posterior. Leak test and microscopic analysis were performed which identified: delamination of the diaphragm flange disk and striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. A delamination total of the valve (adhesive failure)."

Event description:
Health care professional reported a left side deflation. Device has been explanted and replaced.